Event description:
The following device was received as blind unit. Additional event information: visual analysis of the returned sample revealed that quickset grater handle assmb presents an overall worn appearance consistent with normal and repetitive use over a long period of time. Additionally, the tissue protector is missing. With the available information, it is not possible to establish a root cause for the missing component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the following device was received as blind unit product code: 244000520, lot no - a0908. Tracking no - (B)(4). Product code: unk cutting instrument, lot no - unk. Tracking no - (B)(4). However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that quickset grater handle assmb presents an overall worn appearance consistent with normal and repetitive use over a long period of time. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the tissue protector is missing. With the available information, it is not possible to establish a root cause for the missing component. The overall complaint was confirmed as the observed condition of quickset grater handle assmb would have contributed to the device issue. There is no indication that a design or manufacturing issue. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code provided a0908 is not a finished goods lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.